Event description:
It was reported that a patient experienced a hematoma after undergoing a surgery in which floseal (hemostatic agent) was used. The cause of the hematoma was not reported. On an unreported date, a surgeon used 10ml (milliliters) of floseal during a total shoulder joint replacement surgery. On the same day as the receipt of this report, after the surgery was performed, the surgeon was required to surgically re-enter the patient to address a hematoma that had formed in the same shoulder. The size of the hematoma was not reported. The outcome of the event was not reported. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.